Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail of high blood glucose of 433 mg/dl during calibration. Customer was advised to calibrate when their blood glucose is under 400 mg/dl. Customer declined to further troubleshoot.